Manufacturer narrative:
The returned sample was visually inspected and found to be conforming. A device history record review for each of the valve entry system lots was conducted; no anomalies were found. A complaint history examination indicates that this is the fifteenth complaint and the fifteenth complaint for leaking received against the components of the reported lot. This complaint reported lot includes affected manufacturing lots. The root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection process. The post assembly inspection has been discontinued and effectiveness check has been established and will be monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a patient experienced hypotony when a trocar cannula leaked during a vitreoretinal procedure. The issue was resolved by replacing the product and the procedure was completed without consequences to the patient. Additional information and a product sample have been requested.

Manufacturer narrative:
A sample has been received but has not yet been evaluated.a non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4)